Event description:
A malfunction was reported involving a momentary power loss to the vibrator motor with a malfunction code "malf 12". It was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was able to reset the malfunction code and continued to use pump for insulin therapy.